Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and a frozen display. Blood glucose level at the time of the incident was not provided. The customer reported removing the battery, but the same information remained on the display. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was over 600 mg/dl. Customer was able to correct the issue during troubleshooting. The insulin pump was not replaced or returned for analysis.